Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.5/-1.5/75 diopter, which tore/broke during injection/delivery into the patient's left eye (os) on (B)(6) 2017. The lens was not implanted due to the icl lens being stuck in the cartridge (trailing haptic). The surgeon "had to remove the injected icl and noticed breakage of the one edge of the haptic. The right eye (od) lens implant is doing well" while the left eye (os) lens is being "sent in the same container to staar surgical representative" as of (B)(6) 2017. The surgeon requested for a new icl lens.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens case/vial. Visual inspection found the lens haptic broken. Work order search: no similar complaints were reported for units within the same lot. (B)(4).